Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin pump was cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement test and then failed self test immediately thereafter. Self test returned a pump error 75. After further review, there is corrosion and mold on the battery connectors and on some components located at the top of both electrical board and electrical board. Device was received with a crack in the battery threads which starts at the left belt clip rail and runs horizontally across the side of the unit to the front. Inserted a test p-cap into the retainer ring, and it locked in place properly.